Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the device by zimmer biomet australia on 13 december 2019 revealed the bottom roller and gear were worn. The sideplates, latching pin, and handle gear was worn. The handle spring and pin were needed to be replaced. The shoulder bolts, washers, nuts, and carrier guide needed to be replaced. Repair of the device was not performed because the customer purchased a new device. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event could be confirmed.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the mesher was not feeding in the skin graft holder, and that the mesher was damaged. The ratchet handle and cutter were also being returned with the mesher. There was no delay or harm and an alternate device was available for use. No adverse events were reported as a result of this malfunction.